Event description:
Device report from synthes europe reports an event in united arab emirates as follows: while inserting the proximal humeral plate philos and inserting the k-wire through the guide block with nose for the plate positioning, the k-wire broke inside the guide block and became stuck inside. Devices were used outside the patients body. No side effects to the patient. This is 2 of 2 reports for the same event, (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned. A review of the device history records will be requested.

Event description:
This is 2 of 2 device for this event reported on complaint #(B)(4).

Manufacturer narrative:
An evaluation was conducted and the report indicates that the device wire was stuck on a 20 degree angle. The plate had been pushed over the wire and may have been bent during the pressing/positioning onto the bone and possibly resulted in the breakage during the aiming device removal due to increased mechanical pressure. No product fault could be detected. Device history record manufacturing documents were reviewed and no complaint related issues were found. Placeholder.